Event description:
Further information received noted that the implantable cardiac monitor (icm) was reprogrammed. The patient was in stable condition.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the implantable cardiac monitor exhibited under-sensing resulting in false pause episodes. No intervention was performed. The patient was in stable condition.